Manufacturer narrative:
Additional information provided in device available for evaluation?, concomitant medical products., device evaluated by MFR?, event codes, and additional MFR narrative. The company service representative examined the system and could not duplicate the problem reported. The company service representative noted the sm ¿ [u/s hp failure ¿ handpiece voltage low (short circuit)] was caused by a non-conforming handpiece. The customer was advised to return the handpiece for a replacement to resolve the reported sm. The company service representative also found a non-conforming footswitch cable and replaced it. The replaced footswitch cable is part of the system and was unrelated to the reported events. Preventive maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on december 12, 2006. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to function to specifications; therefore, the root cause of the reported event of system shut down cannot be established. The root cause of the system message was due to the non-conforming handpiece, which caused the system to generate the sm [u/s hp failure ¿ handpiece voltage low (short circuit)]. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, a system advisory displayed and the system shut down on its own. The system was rebooted to complete the case. There was no patient harm.